Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. It was noted that this lv lead had moved back into the coronary sinus. Additional information was obtained indicating that the dislodgement was confirmed through an x-ray. Further, a consistent double signal sensing and a loss of capture was noted. Hence, this lv lead was explanted. No additional adverse patient effects were reported.